Manufacturer narrative:
The reported event was ¿the ventricular electrode could never reach the ideal septal position¿. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead failed to advance to the ideal septal position. The physician made several attempts but was unable to achieve the desired position. The lead was not used and replaced. The patient was in stable condition.